Event description:
Procedure type: lobectomy. According to the reporter: the anvil was bent. The staples opened up and lung tissue was damaged. There was bleeding reported in excess of 500cc. The case was not extended by more than 30 mins. No reinforcement material was used.

Manufacturer narrative:
(B)(4).